Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. Treatment rendered for the event was not reported. At the time of this event, the patient was not recovered and the action taken with dianeal therapies was not reported. No additional information was available.